Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during use.

Event description:
The customer reports the swg (spring wire guide) kinked during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned a spring wire guide (swg) within its advancer tubing, a catheter, and dilator for evaluation. Visual inspection of the swg revealed one kink in its body near the distal end. Microscopic examination of the swg confirmed both welds were in place. The kink in the swg body was measured at 567 mm from the proximal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.798 mm which is within specifications of 0.788-0.826mm per swg graphic. The swg was inserted into a lab inventory ars, a lab inventory 18 ga introducer needle, and the returned catheter and dilator to functionally test. The swg passed through all four with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had one kink in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.